Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted, it was discovered that the unit was not providing an image. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
An endoeye flex deflectable videoscope loaner was returned to olympus. During the receipt inspection, it was discovered that the unit was not producing an image. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined from the suggested event that the likely assignable causes were defect of image sensor unit or failure of internal board of video connector, or the system caused the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.